Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c1613322 involved in this complaint was returned for evaluation, in the original pouch. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2021. In summary the following results were observed in the lab evaluation: flexor was observed broken at the clear section. Stent partially deployed on return. Safety wire was not returned. Actuation of handle was possible but unable to deploy the stent due to break (clear section of flexor). Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1613322 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1613322; upon review of complaints this failure mode has not occurred previously with this lot #c1613322. The instructions for use IFU (B)(4) which accompanies this device instructs the user to ""visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous path. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor breakage. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the (B)(6) 2021, this supplement report is being submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation. The evo-fc-10-11-6-b device of lot number c1613322 involved in this complaint was returned for evaluation, in the original pouch. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 04th march 2021. The returned device lab findings and observations can be referred through the attached files. Flexor was observed broken at the clear section. Stent partially deployed on return. Safety wire was not returned. Actuation of handle was possible but unable to deploy the stent due to break (clear section of flexor). Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1613322 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1613322; upon review of complaints this failure mode has not occurred previously with this lot #c1613322. The instructions for use ifu0062-5 which accompanies this device instructs the user to ""visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use.". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous path. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor breakage. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental correction report is being submitted due to an amendment to the lot number documented in section d4 of previously submitted MDR.

Event description:
Complaint on an evolution stent for (B)(6) hospital notified to day no catalogue number or lot number as yet is failed to deploy I will follow with more detail. "As per cc form" stent was positioned the nurses think it partly opened but then failed to fully deploy and had to be removed and a second stent was used which deployed with no problems at all. Device returned, rpn and lot updated on 03-mar-2021. Device evaluated 04-mar-21: "flexor broken + stent partially deployed".

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Complaint on an evolution stent for (B)(6) hospital notified to day no catalogue number or lot number as yet is failed to deploy. I will follow with more detail. "As per cc form" stent was positioned the nurses think it partly opened but then failed to fully deploy and had to be removed and a second stent was used which deployed with no problems at all. Section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.